Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description: it was reported, the device would not deflate following the procedure. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. Investigation - evaluation . Reviews of instructions for use (IFU) and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Reviews of the device history record or complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provided with the device caution, "do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture." Cook has concluded a definitive cause could not be determined from the available information. The risk analysis for this failure mode was reviewed, and additional escalation was not recommend. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during diagnostic imaging of the uterus using a cook silicone balloon hysterosalpingography injection catheter, the balloon did not deflate when attempting to remove the device. It is not known how the device was removed after this difficulty was experienced. No section of the device remained inside the patient. The patient did not experience any adverse effects or require any additional procedures as a result of this occurrence. Additional details regarding the patient and the even have been requested. At this time, no additional information has been provided.